Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Reported issues are related to the procedure and are not abnormal to the procedure. No failure detected with the devices. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent an initial knee arthroplasty and suffered delayed wound healing approximately two (2) months after post initial surgery and underwent wound debridement. Subsequently the patient experience delayed wound healing two (2) months post wound debridement and again underwent a wound debridement procedure. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products- pn: 141256 ln: 2018010134 polished finned tib tray 83mm. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient suffered delayed wound healing approximately 2 months after initial surgery.